Event description:
It was reported that during remote follow-up, the patient presented with low out of range impedance on their left ventricular lead. No information about intervention was reported. There were no patient consequences and the patient was in stable.